Event description:
It was reported that the drive support cap was loose and the customer pushed it back in when he was not connected to the insulin pump. It was stated that the device alarmed, and insulin squirted out before priming. The blood glucose reading was 4.2mmol/l. The customer mentioned that the device was dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.